Event description:
The customer reported that the electrocardiogram (EKG) and non-invasive blood pressure (nibp) speed up and slow down. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Section d product information contains corrected information. A philips field service engineer (fse) was dispatched to the customer's site to address the reported problem. The device evaluation was performed by the fse on the actual device involved in this complaint. The fse tested the system with a simulator and tried to recreate the reported problem but could not. The fse noticed that the cat6 cable for the video needed to be replaced and recommended the customer replace it. The device passed all functional testing and was returned to service.